Event description:
It was reported that during a procedure the fiber was broken and stalled the procedure. The malfunction caused a loss of time and inability to break the stones correctly. The fiber was exchanged four times in total, and the fourth fiber was used to complete the procedure. No patient complications were reported. This event is for the first fiber.

Manufacturer narrative:
Upon receipt the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber body did not exhibit any breaks; therefore, the reported event of fiber break was not confirmed. Visual examination also identified that the tip was degraded to the fiber jacket. This is expected behavior for consumable devices. The fiber connector exhibited burn marks on the face. The fiber was functionally tested and it was identified that the aiming beam was dim. According to the instructions for use (IFU), is it stated to hold the fiber tip to a nonreflective surface and ensure that a circular red or green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device. The reported break was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified tip degraded, nor the aiming beam dim could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Upon receipt the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber body did not exhibit any breaks; therefore, the reported event of fiber break was not confirmed. Visual examination also identified that the tip was degraded to the fiber jacket. This is expected behavior for consumable devices. The fiber connector exhibited burn marks on the face. The fiber was functionally tested and it was identified that the aiming beam was dim. According to the instructions for use (IFU), is it stated to hold the fiber tip to a nonreflective surface and ensure that a circular red or green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device. The reported break was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified tip degraded, nor the aiming beam dim could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure the fiber was broken and stalled the procedure. The malfunction caused a loss of time and inability to break the stones correctly. The fiber was exchanged four times in total, and the fourth fiber was used to complete the procedure. No patient complications were reported. This event is for the first fiber.

Event description:
It was reported that during a procedure the fiber was broken and stalled the procedure. The malfunction caused a loss of time and inability to break the stones correctly. The fiber was exchanged four times in total, and the fourth fiber was used to complete the procedure. No patient complications were reported. This event is for the first fiber.